Event description:
It was reported that stent damage occurred. A 32 x 2.25mm promus premier¿ stent delivery system (sds) was selected; however the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that the distal edge of the stent was found to be lifted. Another 32 x 2.25mm promus premier stent was also used; however the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).